Event description:
It has been reported "aseptic loosening of the femoral collar".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "aseptic loosening of the femoral collar".

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femoral replacement, collar was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets distal femoral replacement, the date of insertion is unknown. The surgeon reported aseptic loosening of the femoral collar. The CT image clearly shows radiolucent line near the femoral collar mainly between the cement mantle and bone. The bone near the collar has undergone remodelling and some resorption which lost fixation to the implant. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.